Manufacturer narrative:
A replacement breastpump was sent to the customer to help resolve the issue. The customer called back on (B)(6) 2016 and stated that she is on augmentin and has one more week of antibiotics however, the mastitis is getting much better. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. It cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
The customer reported on (B)(6) 2016 the her freestyle hands free breast pump was not holding a charge. Customer called back on (B)(6) 2016 stating that her freestyle pump will no longer turn on with the power cord and she has now developed mastitis and was prescribed and antibiotic.

Manufacturer narrative:
A medela clinician spoke with the customer on (B)(6) 2016, the customer stated that she took augmentin for 2 weeks and her mastitis has been resolved. She stated that her replacement pump is working great. The freestyle pump was returned to medela on (B)(6)2016 and evaluated on (B)(6) 2016. See attached for results.